Event description:
Provider states no power.

Manufacturer narrative:
(B)(4). Follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-04254 indicting the serial number as (B)(4) when the correct serial number is (B)(4).